Event description:
The patient was enrolled in the watchman champion-af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2021 with a complete laa seal and deployed device diameter of 17.0mm. The patient was discharged (B)(6) 2021 on rivaroxaban (20 mg /day) and aspirin (81 mg /day). On (B)(6) 2023, 515 days post index procedure, the patient was reported to have died. No additional information on the cause of death was provided.